Event description:
Event description cpi received information that when the physician was reviewing the holter ecgs for this patient with an implantable pulse generator (ipg), some unexplained paced beats were identified. The ecgs were sent to cpi's technical services department for an evaluation.